Event description:
Pt called to report that one of the test strips out of the vial had a black confirmation dot while the other test strip had a blue confirmation dot. Pt did a back to back testing and got a bg of 55mg/dl then within a minute retested got 127mg/dl. (Pt used the strips that had the black and blue confirmation dot.) Pt did not have symptoms. Ccr did a ctrl sol test with subject test strips and the first test came up out of range and the second time pt obtained an error 1. Pt attempted a thrid time ctrl solution test fell within range. Ccr had pt do a back to back readings and got 144mg/dl and 145mg/dl. Ccr is replacing pt's test strips.